Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012646167); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, a lack of calcium in the aorta was noted. As a result, the valve was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, a lack of calcium in the aorta was noted. As a result, the valve was not implanted. No patient complications have been reported as a result of this event. Additional information was received indicating that the delivery catheter system (dcs) was inserted into the patient and attempted d eployment, but at 80% deployment, the valve dislodged due to the lack of calcium in the aorta. As a result, the dcs and valve were withdrawn from the patient, and the procedure was ultimately aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.